Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead exhibited high capture threshold and poor sensing. The procedure was completed with the use of a replacement lead. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of sensing anomaly and high pacing threshold were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination, and visual inspection were normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilitiesthe reported event of sensing anomaly and high pacing threshold were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination, and visual inspection were normal with no anomalies found.